Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, g3, g6, h2, h4, h10, h11 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned for investigation, but pictures of the explants were provided and reviewed. It can be confirmed that the stem is a cls stem from zimmer biomet, while the head and the cup are from a different manufacturer. Due to the low quality of the pictures and due to the biological residue on the surface (blood and tissue), a deeper assessment on the products is not possible. A review of the device manufacturing records confirmed no abnormalities or deviations. Based on the available information, it was determined that zimmer biomet products were used together with products from another manufacturer. According to instruction for use of the cls stem valid at the time of manufacture ¿zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients¿; it is therefore suggested that ¿only authorized combinations should be used¿. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Two radiographs were provided and reviewed. The images show a left tha with visible plates and screws in place. It is possible to note that the taper of the stem is not centered properly within the shell, indicating a dislodgment of the taper from the head. Based on the available x-ray, the disassembly of the head from the stem can be confirmed. It was determined that zimmer biomet products were used together with products from another manufacturer. Zimmer biomet has not approved the compatibility for this combination of devices. Therefore, it can be assumed that the off-label use caused the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown head, lot # unknown. Item # unknown, unknown cup, lot # unknown. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent hip revision approximately 17 years and 11 months post implantation due to disassociation of head from stem. Attempts have been made and additional information on the reported event is unavailable at this time.